Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with a bd vacutainer® sst¿ blood collection tubes there were 127 instances of defective markings, 17 instances of foreign matter in gel, and 66 instances of foreign matter in tube and cap, and 50 occurrences of air bubbles in gel. The following information was provided by the initial reporter, translated from (B)(4) to english: the following issues were found in tubes (367968): defective marking ×127 fm in gel ×17 dirty cap ×1 dirty tube ×65 air bubbles in tube ×50.

Event description:
It was reported that prior to use with a bd vacutainer® sst¿ blood collection tubes there were 127 instances of defective markings, 17 instances of foreign matter in gel, and 66 instances of foreign matter in tube and cap, and 50 occurrences of air bubbles in gel. The following information was provided by the initial reporter, translated from japanese to english: the following issues were found in tubes (367968): defective marking ×127, fm in gel ×17, dirty cap ×1, dirty tube ×65 & air bubbles in tube ×50.

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer for investigation. All samples were evaluated by visual examination and the indicated failure mode for defective marking, fm in gel, scratch on tube, dirty tube (ink smear) , deformed shield and air bubbles in gel with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.